Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The instrument was found to have damage of the conductor wire¿s insulation at the proximal end. There was no material missing and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument failed an electrical continuity test but passed seal and cut tests when placed on an in-house system. There were no logs to depict failure errors. Components adjacent to the damaged wire insulation did not show damage. Common causes of damaged insulation instrument conductor wire are attributed mechanical impact, such as accidental drops of the instrument, or inadvertent collisions with other instruments, or hard surfaces, during handling or usage.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument has been evaluated by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The initial findings were confirmed. One of the conductor wires was found to have slight insulation damage at the proximal end, but that damage is unlikely to cause a continuity test failure since the damage is only the insulation, and the conductor wire underneath is not exposed or broken. The continuity test failed for one of the jaws, but the instrument passed energy delivery test when tested in-house during advanced failure analysis. The instrument was disassembled and the jaw under question was inspected using x-ray. It was found that the conductor wire for the said jaw was broken at weld, causing the break in continuity. The issue was discussed with design engineering, and it was discussed that despite the break in conductor wire at weld, the electrode surface can get compressed enough to flex and still perform a sealing operation. The most probable root cause of this insulation damage, broken conductor wire weld and the related electrical continuity test failure was attributed to the manufacturing process.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the vessel sealer extend had insufficient sealing and was not working properly. The user completed the procedure using a backup vessel sealer extend with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical followed up with the initial reporter and obtained the following additional information: the issue occurred while sealing. The instrument issue involved insufficient sealing. No error occurred when the issue occurred. There was an audible signal when the pedal was pressed. There was also a seal cycle complete tone as expected. There was tissue effect observed and no tissue was ever cut that was not fully sealed. The target tissue was not under tension during the sealing/cutting process. There was no unexpected additional bleeding observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A review of the provided image was performed by an isi failure analysis engineer. The following additional information was provided: there was no obvious damage to the vessel sealer extend instrument. Not sure what is there in the highlighted area (folded plastic bag causing reflection or a bent main tube), but nothing obvious that could explain an insufficient sealing issue.